Event description:
Family member contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 3/6 of their automated peritoneal dialysis therapy. Reportedly, the home pt disocnnected their transfer set from the pt line of the homechoice set. The home pt then reconnected to the setup and rec'd the alarm. Per the home pt, the home pt's cat then powered on and off the homechoice machine several times returning the machine back to the beginning of therapy. Baxter's technical service center assisted the home pt's family member in ending the therapy early. Therapy was completed manually. No pt injury or medical intervention was associated with this incident per the home pt.